Event description:
It was reported that approximately two hours after the iab was inserted, the pump experienced helium loss alarms and an error message "low baseline at the balloon pressure waveform." Since the source of the alarms could not be determined, the iab was removed and replaced. There were no pt complications.